Manufacturer narrative:
Batch review performed on 13 march 2018, lot 166654: (B)(4) items manufactured and released on 04 november 2016. Expiration date: 2021-10-24, no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 32 size l +4 reference 01.29.206 (k112115) lot 161055: (B)(4) items manufactured and released on 18 may 2016. Expiration date: 2021-05-01 no anomalies found related to the problem. To date, (B)(4) tems of the same lot have been already sold without any similar reported event.

Event description:
On (B)(6) 2018 surgeon notified the sales representative that patient came in complaining of reoccurring hip dislocation. The cause of the dislocation is unknown at this time. The revision date has not been scheduled yet.

Manufacturer narrative:
Clinical evaluation performed by medical affairs director on 23 march 2018: recurring dislocation in primary cementless tha during the first few months. Cause for dislocation cannot be determined with the information supplied. It is conceivable that the femoral stem may have slightly subsided and the right hip may have lost tension and stability. There is no reason to suspect a faulty device as responsible for the adverse event. Document review received on 26 march 2018 from the supplier of the ball head: the component properties and microstructures as obtained from the quality documents accomplish the requirements. There are no indications of any pre-existing material defect.

Event description:
Multiple hip dislocation after about 7 months from the primary surgery. Patient has dislocated 3 times: 2 times posteriorly, and 1 time anteriorly primary surgery was perform in posterior lateral approach . The surgeon explanted the cup and liner and implanted another company's product.